Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent embolization occurred. The 80% stenosed lesion being treated was located in the moderately tortuous, non-calcified distal obtuse marginal (om). The lesion was not predilated. The physician attempted to place the 2.50x28mm taxus liberte drug eluting stent, but was unable to cross the lesion. Upon withdrawal, the stent became caught and dislodged inside the non-bcs guide catheter. The dislodged stent was removed with the guide catheter. The procedure was completed with a different device. Patient status reported as "stable".